Event description:
The customer reported to vyaire medical that during service of the vela ventilator, it was having an alarm xdcr fault. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The customer replace pn 53420k with pcb (printed circuit board) assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.